Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that there is noise on rv that is reproducible with arm movements and is being oversensed. Rv impedance is out of range at 2186 ohms.